Event description:
Patient underwent endovascular treatment for traumatic pseudoaneurysm of the left internal carotid artery (carotid laceration by the otorhinolaryngology team) on an emergency basis due to uncontrolled bleeding on 15 oct 2024. A loading dose of somalgin (500mg) and efficient (60mg) was administered, and microcoils and the subject stent were implanted along the communicating, ophthalmic, clinoid and cavernous segments, without intraoperative complications and immediate angiographic control showed the subject device well juxtaposed to the arterial wall. In april 2025, when performing a control cerebral angiography, occlusion of the left internal carotid artery was observed in the distal third of the device and the presence of a distal fish mouth. The patient always kept using dual anti-aggregations with somalgin 100mg and efficient 10mg, both 1 tablet a day. No further information is available.

Event description:
Patient underwent endovascular treatment for traumatic pseudoaneurysm of the left internal carotid artery (carotid laceration by the otorhinolaryngology team) on an emergency basis due to uncontrolled bleeding on 15 oct 2024. A loading dose of somalgin (500mg) and effient (60mg) was administered, and microcoils and the subject stent were implanted along the communicating, ophthalmic, clinoid and cavernous segments, without intraoperative complications and immediate angiographic control showed the subject device well juxtaposed to the arterial wall. In april 2025, when performing a control cerebral angiography, occlusion of the left internal carotid artery was observed in the distal third of the device and the presence of a distal fish mouth. The patient aleays kept using dual anti-aggregations with somalgin 100mg and effient 10mg, both 1 tablet a day. No further information is available. Additional information received on 06 jun 2025 stated that all medications were suspended due to the reported event. According to the physician the reason for the issue was implant placed during the acute phase of bleeding, without preparation with anticoagulation. No further information was available.

Manufacturer narrative:
Section b5 summary - updated section d10 concomitant products grid - updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. Other devices used in the procedure in conjunction with the subject device was coils. A straight microcatheter was used to advance the flow diverter. There was patient involvement (i.e. The device was in use on the patient at the time of the event). The size of the flow diverter was appropriate for treatment site. The preoperative type, shape, and size of the intracranial aneurysm was pseudoaneurysm, perforation. 6,35 x 2,4 neck 2,47. There were no difficulties encountered during preparation/transferring/advancement /implantation of the subject device, that could have contributed to reported issue. The flow diverter was recaptured/resheathed back during the procedure once. The flow diverter fully apposed to the vessel wall when it was deployed. A 4x7 super complacent balloon was used to fully open the flow diverter. No incidents reported. A patch testing was not done preoperatively for hypersensitivity reaction as it was an emergency procedure. The cerebral angiography was performed revealing occlusion of the left internal carotid artery and the presence of a distal fish mouth during control after 6 months, on 25-apr-2025. There was vessel occlusion due to stent tapering. In the physician¿s opinion, the reason for the issue was implant during the acute phase of bleeding, without preparation with anticoagulation. Changes observed in the size or shape of the aneurysm during follow-up was the aneurysm occluded on time. The changes noted to the vessel wall at implantation site was only a distal fish mouth during control. Fish mouthing meant a narrowing of the vessel luminal diameter due to tapering of the flow diverter at the end. Problem with the device mesh and not the vessel. The physician was unable to answer if there was to be any planned intervention in relation to the alleged event. All medications were suspended. Occlusion of the iac in the distal third of the device, with presence of distal fish mouth, without clinical repercussion to the patient. The patient always kept using dual antiagregations with somalgin 100mg and effient 10mg, both 1 tablet a day. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent tapering¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient vessel occlusion¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.